Event description:
It was reported that the patient presented in hospital experiencing syncope. Upon interrogation, the right ventricle lead exhibited high capture thresholds and low impedances. A partial lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.